Event description:
Manufacturer: alcon product: cataract pack va center - mt home lot number: jz5186924 two of these packs (disposable packs) contained fibers/lint/and or hair in the plastic basins. All lot numbers were pulled from this facility and the issue was escalated to the va national center for patient safety. This report is being completed based upon guidance contained within the veteran health administration patient safety notice n24-01 addendum published on october 4, 2023. Reference report: mw5147835.